Manufacturer narrative:
Device was received with corrosion observed on the pcb assembly and the bottom battery. Corrosion on the pcb prevented data from being downloaded from the device and resulted in complete data loss. During investigation, all three batteries were measured to be depleted due to the observed corrosion. During the investigation, an internal leak was found in the fluid path due to damage in the reservoir. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.